Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the clip failed lock test as it opened up 70 degrees continously. Troubleshooting resolved the issue. As a result, the clip was implanted successfully. Another triclip was also implanted. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.